Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs. According to the gore tag thoracic endoprosthesis instructions for use, the safety and effectiveness of the gore tag thoracic endoprosthesis has not been evaluated in pts with acute and chronic dissections.

Event description:
On (B)(6) 2011, the pt presented with a ruptured acute aortic dissection. The pt was implanted with a gore tag thoracic endoprosthesis and a talent stent graft. The talent graft intentionally covered the left subclavian artery. Coil embolization was started for the left subclavian artery; however, extension of the dissection and a new rupture occurred. On (B)(6) 2011, the pt expired.